Event description:
Three years following pci, severe in-stent restenosis was found in the treated stent. Re-ptca was performed. Pci was performed on a 64% de novo lesion in the distal circumflex of 16mm in length in a 2.5mm diameter vessel. Pre-procedure medications included asa, 160mg and ticlid 250mg. Intra-procedure medications included asa, 160mg, ticlid 250mg day, plavix 300mg and 7500 units of heparin. A 2.5/18mm stent was deployed at unknown atm. Residual diameter stenosis measured 12%. Timi iii flow was recorded pre and post-procedure. Approximately two years later, the pt presented with 95% in stent stenosis of the previously treated lesion. An unknown cypher was used to treat the restenosis.